Manufacturer narrative:
A review of the device history records could not be performed as the lot number is unknown. The balloon was returned detached from the catheter, therefore, the investigation is confirmed for balloon detachment. No functional testing could be performed due to the condition in which the sample was returned, and the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Potential adverse reactions: additional intervention.

Event description:
It was reported during withdrawal of the pta balloon dilatation catheter, the balloon fully detached from the catheter shaft. Forceps were used to successfully retrieved the detached balloon without further complication. Another pta balloon catheter was used to successfully complete procedure. No report of injury to the patient.